Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that, during a lap nephrectomy procedure, the internal duckbill seal was torn/broken. Used another trocar and the case proceeded without incident. No pieces of the duckbill seal fell into the patient. There was no adverse patient consequence.